Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that there was a beep anomaly on the customer's insulin pump. Customer stated the anomaly was intermittent beeping occurring hourly. Customer's blood glucose level was 110 mg/dl. Customer was advised to replace insulin pump. Customer opted to keep insulin pump and will call back for a replacement if issues persist. No additional information provided.